Event description:
It was reported the patient had necrotic tissue over where the implantable neurostimulator (ins) was located. The patient went in for a post-op visit and when the bandage was removed the necrosis was discovered. Impedances were all normal. There was no indication that any burning was occurring from the ins. The device was turned off and on and to various settings and no issues were noted. All testing was normal. The patient was sent to see another health care provider for wound care. The issue resolved. The patient's device was programmed and the device was working fine. The patient was receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 377745, lot# j0564198v, implanted: (B)(6) 2005, product type: lead; product ID: 377745, lot# j0564198v, implanted: (B)(6) 2005, product type: lead; product ID: 37754, serial# (B)(4), product type: recharger; product ID: 37744, serial# (B)(4), product type: programmer. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).